Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. One sample was received in a used condition without their original packaging and inside in a plastic bag. Visual and functional testing were performed. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination to detect sample conditions that could cause functional issues. No damages nor workmanship defects were detected on the sample. During the functional testing, a leak was detected in the bond with the pump tube, thus the failure mode reported was confirmed. The root cause was lack/insufficient cyclohexanone adhesive was defined per the variables that have process for the solvent application to the tube coiled. The retrospective review on this failure reported shown that there was no increase on this failure reported, therefore the current mitigation implemented will be revisited their adherence to confirm effectiveness and no disruptions in the execution that could cause the presence of this condition in the device.

Event description:
It was reported while providing teaching on pump with tubing was trying to display clamp alarm so tubing was clamped and the infusion liquid leaked out the side of the cassette and no clamp alarm displayed or ever alarmed as infusion continued. Occurred during priming and infusion. No patient injury was reported.